Event description:
On 3rd june, 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the suspension arm, fork, headlight and suspension screws were oxidized. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of particles falling off, as oxidation was located inside a device. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 investigation findings, h6 investigation conclusions, deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 3rd june, 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the suspension arm, fork, headlight and suspension screws were oxidized. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 3rd june, 2024 getinge became aware of an issue with one of surgical lights- volista standop. It was stated the suspension arm, fork, headlight and suspension screws were oxidized. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of particles falling off, as oxidation was located inside a device. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: no device problem found///213. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: no problem detected//67. Initially provided information was pointing to parts being oxidized. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the oxidation occurred inside the device. It was determined that the issue investigated herein is not safety and risk related as oxidation which occurred was located inside the device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Manufacturer narrative:
Initial reporter was technician. Event site name: sa polyclinique du grand sud. Event site address: 350 av.st andre de codols-bp 55. Additional information will be provided following the conclusion of the investigation.

Event description:
On 3rd june, 2024, getinge became aware of an issue with one of surgical lights- volista standop. It was stated the suspension arm, fork, headlight and suspension screws were oxidized. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.